Manufacturer narrative:
These products were manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI: upn: m365sc12320. Model: sc-1232. (B)(6). Batch: 536847. (B)(4). Product family: scs-linear leads: upn: m365sc2208500. Model: sc-2208-50. (B)(6). Batch: 182434. (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to leads migration, resulting in inadequate stimulation for the patient. Additionally, the implantable pulse generator (ipg) was removed for an unspecified reason. The patient underwent an ipg and leads revision procedure wherein the devices were explanted. The ipg and leads were retained by the facility and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial MDR in h6. These products were manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6) , batch: 536847, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2208500, model: sc-2208-50, serial: (B)(6) , batch: 182434 , UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to leads migration, resulting in inadequate stimulation for the patient. Additionally, the implantable pulse generator (ipg) was removed for an unspecified reason. The patient underwent an ipg and leads revision procedure wherein the devices were explanted. The ipg and leads were retained by the facility and will not be returned for analysis. No additional adverse patient effects were reported.